Event description:
Customer reported a malfunction alarm with the code malf 12. There was no reported impact on the customer's blood glucose level. Customer was assisted in resetting the pump, and after the reset, the malfunction did not recur. Customer was instructed to continue using the pump and to call back if any malfunction happens again.